Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed, indicating a compromised force sensor system. The blood glucose reading was 8.7 mmol/l. The caller stated that he performed an entire infusion set and insertion site change prior to going to bed, and in the morning he woke up to the alarm. Advised discontinuation of the insulin pump. Nothing further reported.